Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. On 5/19/2020, the analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information on (B)(6) 2020, indicated that the patient scheduled for removal on (B)(6) 2020. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
Device evaluation summary: during the visual evaluation, an anomaly was observed on the device consistent with a crease/fold in the posterior view leak testing was performed, according to the mentor procedure, and it revealed a tear within the crease measuring approximately 0.1 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of the saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, new information indicated that the date of explantation updated to (B)(6) 2020. Patient underwent bilateral removal and replacement with mentor 475cc saline implants inflated to 515cc on the left, and 520cc on the right. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Concomitant products: unknown mentor saline. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation revision with mentor smooth round moderate profile 425cc saline breast implants which the left side deflated after implantation. The issue was confirmed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.